Event description:
Same as MFR report#:6000093-2005-00961,00962. It was reported by the pt that 4 days after a coronary drug eluting stenting treatment procedure a hypersensitivity reaction occurred. In 2005 the pt had a 2.50 x 20 mm, a 2.50 x 16 mm and a 2.50 x 8 taxus express2 drug eluting stent placed. Four days after stent placement the pt was seen by their primary care physician for a rash on the torso, itching and lightheadedness. Plavix was stopped and prednisone was started at this time. The rash and itching seemed to ease after starting the prednisone, but the pt reports having a bad flare up of the rash 5 days after starting prednisone. The pt was advised to continue seeking treatment from their physician.